Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that, based on the review of the lot history record, it can be assumed that the device was in working order and left manufacturing facility as per specifications. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. The device was not returned for investigation and therefore, no complaint root cause can be identified.

Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that the graftmaster was unable to cross the lesion and was not implanted. No additional event or patient information is available.